Manufacturer narrative:
Concomitant products: product ID 7482a51, lot# serial# unknown, product type extension; product ID 37602 lot# serial# unknown, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the therapy was fine but there were shorts on a couple of contacts. It was noted that there were previous impedance issues that existed prior to the replacement of the battery, which was due to normal longevity depletion. The impedance issues were noted as 0 3 159 ohms and 12 30 ohms. Post ins replacement the impedances showed 12 25 ohms and 03 351 ohms. It was reported that at the time of the revision the hcp noted a crack in the head covering of the extension. Hcp would like to change the extension at a later time. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating there was a planned extension replacement on 10 november 2017. The impedance issue was caused by the crack, and the cause of the crack was unknown. The issue should be resolved when the extension is replaced, and the impedance issue was not on the therapy contacts.

Manufacturer narrative:
Product ID: 7482a51, implanted: explanted: product type: extension. Product ID: 37602, implanted: explanted: product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the therapy was fine but there were shorts on a couple of contacts. It was noted that there were previous impedance issues that existed prior to the replacement of the battery, which was due to normal longevity depletion. The impedance issues were noted as 0 3 159 ohms and 12 30 ohms. Post ins replacement the impedances showed 12 25 ohms and 03 351 ohms. It was reported that at the time of the revision the hcp noted a crack in the head covering of the extension. Hcp would like to change the extension at a later time. No patient symptoms or further complications were reported as a result of this event.